Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified, heavily tortuous vessel in the mid left anterior descending coronary artery (mlad). The 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was able to advance but met resistance due to the anatomy. Dilatation was attempted with the mini trek bdc, however, the balloon ruptured during the first inflation at 8 atmospheres (atm). The bdc was removed independently and it was noted that during removal, resistance was met with the lesion. A non-abbott device was able to complete the procedure. There were no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.